Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during an orthopaedic procedure, the surgeon used the e-sep pencil to create a temporary bipolar device. The surgeon brought it off the field shortly after doing this, and considered it charred. It was also reported that there was a two minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned, photograph provided.

Event description:
It was reported that during an orthopaedic procedure, the surgeon used the e-sep pencil to create a temporary bipolar device. The surgeon brought it off the field shortly after doing this, and considered it charred. It was also reported that there was a two minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.